Event description:
The customer reported the sys failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boot up disk had been retained in the sys when repairs were completed. This was removed. The sys was then found to be operating as intended.